Event description:
The patient stated he attached a headset and it fell off within about 10 minutes today. He also had another one occur last week, and insulin leaked out. Stated he feels that it is not sticking enough. No adverse event reported. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.